Event description:
Caller alleged discrepant inr results with the inratio meter on (B)(6) 2012. Results as follows: left hand = 5.3; right hand = 3.8. The pt waited 30 minutes and retest results: left hand = 5.3; right hand = 2.5. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Discrepant result (precision) comparison of inratio test results as follows: date (B)(6) 2012, inratio: 5.3, 2.8, 5.3, 2.5, mean: 3.98, sd: 1.53, %cv: 38.61, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot 282869 on (B)(6) 2012. Results as follows: donor1: inratio: 2.0, 1.9, 1.9, reference: 1.70, bias threshold: 1.20-2.20, %cv: 2.99. Donor2: 2.7, 2.9, 2.8, 2.39, 1.39-3.39, 3.57. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Root cause could not be determined from the info provided by the customer. No product was expected to be returned so retain products were used for investigation testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. (B)(4). The issue will be tracked and trended.